Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock for a possible atrial fibrillation rhythm with rapid ventricular response (rvr). Low out of range shock impedance measurements were also noted. Technical services (ts) was consulted and indicated that such measurements are often indicative of an insulation issue. Additionally, delivery of a shock may adversely impact the pulse generator. As a result, ts recommended that the patient be evaluated in the clinic. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.